Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, this lead exhibited noise due to clavicular crush. This lead was replaced with another biotronik lead.